Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes reports trace-element contamination from serum collection tubes. The following information was provided by the initial reporter. The customer stated: it was reported that customer reports trace-element contamination from serum collection tubes 367983 and 365047. "The issue was reported by key-young choe in a 2021 paper in the journal of trace elements in medicine and biology titled "evaluation of trace-element contamination from serum collection tubes used by the california biobank program." The authors performed leaching tests for ssts with di water that revealed detectable levels of cr, mn, co, sr, sb, pb, and u were measured, while sb was elevated. Tests of psts also revealed contamination of mn, co, sr, and sb, with co and sr being much higher than those found from ssts. Trace-element measurements from 200 samples archived by the california biobank program using ssts suggest that sst contamination was negligible for se and mo. For mn, as, sr, cd, and hg, based on their leaching results, only a fraction of these samples had considerably high concentrations (e.g., > 10×) compared to the contamination from the sst. For cr, co, sb, tl, pb, and u, analyte levels were too low in most samples compared to the contamination from the ssts. The authors expressed caution for using sst or pst tubes for trace element analysis, with a slight preference for using pst for cr, as, cd, hg, tl, pb, and u. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes reports trace-element contamination from serum collection tubes. The following information was provided by the initial reporter. The customer stated: it was reported that customer reports trace-element contamination from serum collection tubes 367983 and 365047. "The issue was reported by key-young choe in a 2021 paper in the journal of trace elements in medicine and biology titled "evaluation of trace-element contamination from serum collection tubes used by the california biobank program." The authors performed leaching tests for ssts with di water that revealed detectable levels of cr, mn, co, sr, sb, pb, and u were measured, while sb was elevated. Tests of psts also revealed contamination of mn, co, sr, and sb, with co and sr being much higher than those found from ssts. Trace-element measurements from 200 samples archived by the california biobank program using ssts suggest that sst contamination was negligible for se and mo. For mn, as, sr, cd, and hg, based on their leaching results, only a fraction of these samples had considerably high concentrations (e.g., > 10×) compared to the contamination from the sst. For cr, co, sb, tl, pb, and u, analyte levels were too low in most samples compared to the contamination from the ssts. The authors expressed caution for using sst or pst tubes for trace element analysis, with a slight preference for using pst for cr, as, cd, hg, tl, pb, and u. "

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The reported issue in this publication refers to a trace element contamination found in bd's sst tube. The instructions for use for this product do not include data for trace element analysis. Our trace element tubes are specifically designed for this purpose and have supporting data to that effect. This is considered an off label use of this product. Unless they perform a specific validation for their intended use, our trace element tubes are recommended. This complaint is unable to be confirmed.